Event description:
It was reported that the patient underwent an anterior cervical discectomy and fusion at levels c5-c7. It was reported that two screws have backed out at c7. It was reported that the patient underwent revision surgery to remove and replace the hardware. No additional patient complications were reported.

Manufacturer narrative:
Applicable copies of imaging films were returned to the manufacturer for evaluation. The films show that two lower screws have backed out beyond the locking mechanism. The cause of the event cannot be determined.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.